Manufacturer narrative:
Received one device, evaluation could not duplicate the reported failure after all attempts testing the comm module on a known good solis pump worked as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an intermittent issue with both the bolus cord and wireless connectivity. Per reporter, the file was pushed twice, wi-fi module reseated, and a new bolus cord was tried, but the issue persisted. There was unknown patient involvement. No patient harm/adverse event was reported.